Event description:
A force bipolar instrument returned to me tagged. It was noted " needed to use emergency key" which means that the jaws of the instrument locked most probably, on tissue and the emergency key was used to release the grip. No patient harm noted. Ref#471405 lot k11240912 0467 version 06. 10/12 lives remain. I will send back to intuitive for reimbursement of the remaining lives.